Event description:
During a transapical tavr case, the valve was deployed too ventricular, requiring deployment of a second valve. Echo assessment revealed mild to moderate pvl; however, a root shot showed substantial leak. Initially, tee revealed that the native annulus was within normal limits for a 26mm valve. The sov and stj were unremarkable, and the native valve was mildly calcified. A bav was not performed as determined by the team. The first valve was positioned 50/50. The image intensifier angle was described as good, as was the coaxial alignment of the valve and delivery system. During deployment ventilation was held and pacing capture was not lost; however, the valve was seen to move ventricular, with a final position of 75/25. A second valve was deployed higher than the first, 65/35 from the native valve. After deployment, there was no leak present. The patient was stable throughout the procedure and was transported to cardiac care post op. Another root shot was taken to check the l coronary and both coronaries were patent.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, or inadvertent ventricular movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. The cause of the ventricular movement of the valve cannot be confirmed; however, it was reported that there was only mild calcification of the native valve, which is a potential contributing factor to valve malposition. There were no other obvious patient or procedural factors reported that could have contributed to the malposition of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.